Event description:
The customer reported that the device failed to charge the batteries.

Manufacturer narrative:
The customer reported that the device failed to charge the batteries. The customer localized the issue to a failed ac power module. An ac power module failure also results in a failure to power up via ac power, which could prevent the delivery of therapy. The customer ordered a replacement ac power module to resolve the issue.